Event description:
During radiofrequency ablation of left great saphenous vein, the end of the guidewire, a 2 in flexible/smooth portion, broke off inside the vein. Following xray, entire piece, removed and procedure continued.